Event description:
It was reported that the patient, due to impedances on the lead, although therapy was effective, was unable to have an MRI. To address this issue, surgical intervention occurred on (B)(6) 2024 to explant the lead and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139563. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.